Event description:
During a follow-up, increased capture threshold was observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was inactivated and replaced to resolve the event. The suspected cause of the event was due to normal wear of the lead, however no visible anomalies were observed. The patient is stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.